Event description:
The subject handpiece overheated during an extraction and bone graft procedure on #2 and #15 teeth and the patient received a thermal burn injury to their lower left lip and chin approximately 1 inch in length. Due to the external location of the injury site the patient consulted with a dermatologist and although the wound is healing normally, the patient may be left with a permanent visible scar that may require plastic surgery to minimize its appearance.